Event description:
It was reported that the patient presented in clinic with a vibratory alert. Cap maintenance had timed out upon interrogation. In-clinic manual cap maintenance also timed out. The device was explanted and replaced. The patient tolerated the procedure well.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The reported extended charge time was confirmed in the laboratory. The device was tested on the bench, and no anomaly was found. The capacitors were returned to the manufacturer for further analysis and an internal capacitor anomaly was found to be the cause of the reported extended charge time.